Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scope connector being stuck to the source/socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii xenon light source to the olympus service center, which had a scope connector stuck inside of it. Upon inspection and testing of the returned device, it was observed that the scope connector was damaged and could not be connected. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
During the inspection of the returned asset device, the electronic team was able to remove the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.